Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Without having the device to examine, a cause for the reported difficulties could not be determined. It may be possible that the distal shaft was entrapped or restricted within the anatomy causing restriction between the shaft lumens, resulting in the deployment issue; however, this could not be confirmed. The additional treatment was due to case circumstances, as an unspecified balloon was used to fully appose the stent to the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the biliary tract. A 8x80mm absolute pro .035 self-expanding stent system (sess) reached the target lesion and faced difficulty during deployment. It took several attempts and over one hour to deploy the distal portion of the stent normally and the proximal portion partially. An unspecified balloon was used to fully appose the stent to the vessel wall. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.